Event description:
It was reported the patient was recharging every day and a half. The patient had been increasing their stimulation to help their pain, but would eventually feel like they needed to increase it again. Stimulation had been increased to 8 v. The stimulator battery would have a quarter charge left after one day, but would be ¿out¿ by morning. The stimulator had trouble with coupling, moved, and took forever to charge. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was checked two weeks prior to the report but the patient was still having trouble charging. It was noted that the patient got coupling bars sometimes and that the patient was shown how to get coupling bars.